Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported that his scs system was explanted a few months ago due to having experienced ineffective stimulation (date of event is unknown). The patient also stated having to undergo an MRI. Date of explant is unknown.